Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed accuracy testing. Event occurred during testing, there was no patient involvement.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a cracked battery compartment and a peeling dso seal. There was no evidence in the device's event history log. To conduct functional testing, the device had three accuracy tests performed. Upon testing, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com